Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic totally extraperitoneal inguinal procedure, during the first step, the head of the white obturator snapped off and could not be placed down the trocar. Another device was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted: that the obturator top was disengaged. The inflation syringe was received. The insufflation bulb was received. The lock collar and trocar balloon was received. A functional evaluation found that the trocar balloon was inflated, no leaks detected. The hole was covered and the dissector balloon was inflated, no leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the disengaged obturator top may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.